Manufacturer narrative:
Other applicable components are: product ID 977c265 lot# serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was changed because of eri. Before the operation the impedance values were all good. After connecting the new ins with the lead, there were bad impedance values from poles 1 to 6. The doctor cleaned the lead and again and connected to the ins. Again impedance values were bad, but not for the exact same poles (this time 2 to 7). The doctor disconnected the lead from the ins again and cleaned with distilled water and dried the system. The doctor also changed the canals. Now there were high impedance values on both canals (1-6 and 9-15). The doctor disconnected again, cleaned, and then pushed the lead in the ins with one millimeter less to the end. Now they only had two contacts with bad impedance (7 and 15). The doctor decided to finish the replacement procedure. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved as of (B)(6) 2018. The patient was alive with no injury. The event occurred during the procedure. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that no additional actions were taken or planned to resolve the bad impedance. The cause of the bad impedance was not determined. The patient was able to get effective therapy. It was noted that this information was confirmed with the healthcare professional.